Event description:
It was reported that the patient experienced pain at her device pocket and less than 50% symptom relief. It was also reported that the patient had some falls, but these were not noted to be related to her device. The patient was evaluated by her physician and he determined that the patient¿s battery had depleted prematurely. This occurred during normal use. Diagnostic or troubleshooting was performed in the form of impedance testing and reprogramming. Actions required as a result of the event consisted of system explant and replacement. The patient¿s device was returned for analysis. The patient¿s system was providing relief of her symptoms and that patient recovered without sequela. No additional information is deemed necessary at this time, however, if additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-33, lot# v941222, implanted: (B)(6) 2012, product type: lead. (B)(4). Evaluation summary: analysis of the ins s/n: (B)(4) found that the setscrew was backed out too far.